Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s husband reported they had an ongoing "sensor not found" issue. It was further reported that dexcom provided a g7 sensor with their op5 pods, which they need training on how to use it. Medical attention was sought due to the issue as they did not realize their blood glucose (bg) was high. The actual bg levels were not disclosed. The patient symptoms included being very lethargic and vomiting. On (B)(6) 2025, an ambulance was called, and the patient was taken to the hospital where they were admitted. The patient diagnosis was diabetic keto acidosis (dka). The patient¿s husband reported that while at the hospital, a cauterization was performed to make sure there was no blockage that caused the dka. The husband stated the arteries looked clear, it was not due to a clot, but instead due to a lack of insulin because the pod was not working properly. The patient was treated with an insulin drip of lantus in the evening twice per day, novolog for their food and other things they were unsure about. At the time the event was reported on (B)(6) 2025, the patient was still in the hospital.